Manufacturer narrative:
The device remains implanted. The investigation is ongoing.

Event description:
The healthcare facility reported that after an intraocular lens (iol) implantation at another facility the patient presented with suspected endophthalmitis. A biopsy was performed, this was negative and it was confirmed that the patient does not have endophthalmitis. Additional information was requested.

Event description:
Additional information received since the last report. The original diagnosis was suspected endophthalmitis. The lab results showed the patient did not have endophthalmitis and it was inflammation.

Manufacturer narrative:
Updated b5, g3, g6, h2, h6 and h11. Based on the available information the root cause of the event could not be conclusively determined. Bausch + lomb will continue to monitor for similar occurrences.